Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1884 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage noted. Problem isolated to electronic assembly. Unit was also received with the following cosmetic damages: stained keypad overlay, cracked keypad overlay, label damage (faded), battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay and scratched case. No cracks or damage on reservoir compartment noted. In conclusion unit received with unexpected blank white flashing screen. Isolate to electronic assembly. Customer's concern of cosmetic damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.